Event description:
It was reported that when the patient presented in clinic for routine follow up, the device could not be interrogated. Two different programmers were used but connection to the device was unsuccessful. Premature battery depletion was suspected. Device replacement is anticipated but no intervention has been performed. The patient was in stable condition.